Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and shock due to far-field p-wave oversensing. A chest x-ray was performed which confirmed the right atrial (ra) lead and right ventricular (rv) lead dislodged. Subsequently, a revision procedure was performed. The ra and rv leads were repositioned. No additional adverse patient effects were reported.